Event description:
On july 15, 2024, senseonics was made aware of an incident where the patient had infection at insertion site with symptoms of redness, swelling and oozing. Additionally, the wound got open and part of sensor became visible. The symptoms first appeared on (B)(6) 2024. The patient went to hcp who confirmed infection. The sensor was removed and the patient was prescribed with antibiotics on (B)(6) 2024.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6) 2024, but the patient started experiencing symptoms on (B)(6) 2024 when the wound got open and sensor became visible. The patient had symptoms such as redness, swelling and oozing. It was mentioned that the insertion site had healed without any inflammation prior to this. The patient visited hcp who confirmed infection and decided to remove the sensor to alleviate symptoms. The patient was prescribed with antibiotics. This incident does not require any further investigation.